Manufacturer narrative:
Date of event: unknown. Medical device brand name: unknown. Medical device type: unknown. Common device name: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. Medical device catalog#: unknown. Medical device lot#: unknown. Medical device expiration date: unknown. Unique identifier (UDI) #: unknown. Device manufacture date: unknown. Initial reporter: address unavailable. Bd corporate address used. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that an unknown product had erroneous results.

Manufacturer narrative:
Device brand name is corrected from "unknown" to bd vacutainer®. Device brand name is corrected from "unknown" to bd vacutainer®. Common device name is corrected from "unknown" to blood specimen collection device. Catalog# was an empty field and has been corrected to indicate that catalog# is unknown. Lot# was an empty field and has been corrected to indicate that lot# is unknown. Unique identifier (UDI)# was an empty field and has been corrected to indicate that unique identifier (UDI)# is unknown.

Event description:
It was reported that a bd vacutainer® device had erroneous results.